Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 80 mg/dl and 150 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller states that customer reportedly received the following results on the compact plus system within 10 minutes: 300 mg/dl, 80 mg/dl, and 200 mg/dl; 87 mg/dl, 77 mg/dl, 73 mg/dl, and 195 mg/dl sets of readings were taken at different times. Caller stated that customer was feeling weak at the time of the readings, and was vomiting when she was trying to eat breakfast. Customer was able to self-treat (treatment not provided) and is feeling better. No adverse event reported. Requested return of suspect device and replacement was sent.